Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during basal rate insulin delivery. The customer's blood glucose was 600 mg/dl, which was treated for with manual injection. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No motor error alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.